Manufacturer narrative:
(B)(4).

Event description:
The patient's pump "ran dry." The pump delivered morphine 50 mg/ml. The patient experienced drug withdrawals. Specific withdrawal symptoms were not reported. Pump options were being considered, including filling the pump with saline until a drug refill could be performed. Additional information has been requested. But was not available as of the date of this report.